Manufacturer narrative:
Reportable malfunction manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received dry; scratches on the outer casing of both valves were observed through the visual inspection. No other significant deformations or damage was detected. No hole could be found in the catheter. At the time of receipt, the pressure setting of the progav was 9 cmh20. In addition we performed a measurement of the parallel plane. The measurements detected a deformation, -0.0545 mm. The progav measured outside the permissible tolerance. Permeability test- to prove the permeability of the system, we performed this test. In addition, we checked whether the system had a leakage. The results indicate that the system has a blockage. Due to the blockage, it is not possible to detect a leakage and we have now considered the components separately. The valves were both shown to be non-permeable, while the catheter was permeable. We could not find a leakage or rupture. Adjustment test - the valve was adjustable to all settings. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - it should be noted that the shunt system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. Based on our investigations, we cannot confirm a leakage or rupture of the catheter at the time of examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that io rupture and leakage. During the implantation procedure in (B)(6) 2019, a rupture and leakage occurred at the junction between the shunt valve and the catheter.